Event description:
A nurse was preparing to vaccinate a pediatric patient with a 23 gauge becton dickinson (bd) eclipse needle when she noted that there was a noticeable defect towards the end of the needle. The tip of the needle was bowed. Needle insertion would have been difficult but the needle would have caused some tissue damage upon removal. The remaining needles were inspected for defects and no additional defective needles were noted.